Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed that the customer complaint could not be confirmed. It was noted that the upper case was broken, the lower case, bail covers, and battery drawer were contaminated, the led flex cover was corroded, the battery contacts were compressed, and the keyboard is contaminated and the window was scratched. The device was repaired and returned to the customer. Further review prompted a change in the device analysis results.

Event description:
It was reported that the external pulse generator (epg) changed the backup rate from one hundred-forty beats per minute to the one hundred-eighties on its own. There was no atrial sensing nor were there atrial pacing spikes seen. The epg was switched out for another which worked "fine." The epg will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed that the customer complaint could not be confirmed. It was noted that the upper case was broken, the lower case, bail covers, and battery drawer were contaminated, the led flex cover was corroded, the battery contacts were compressed, and the keyboard is contaminated and the window was scratched. The device was repaired and returned to the customer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.